Event description:
Contacted regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Pt started therapy prior to connecting pt's transfer set to the pt line of the homechoice set. Service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.